Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported head and shell were returned for inspection. An updated complaint history search and hold search were performed. The outcome of the investigation was not affected: a definitive root cause could not be determined. Visual inspection found scratching and scuffing on the inner radius consistent with a metal on metal construct. Bone cement and debris remain stuck to the porous coating on the outer radius of the shell. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:157454, lot number: 435210, brand name: m2a magnum head; catalog number:11-103204, lot number:118320, brand name: taperloc femoral stem; catalog number: 139268, lot number:792560, brand name: m2a magnum taper insert. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03973. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure due to pain. The acetabular cup and head were removed. There were only small areas of bony ingrowth on the cup. No gross tissue staining from metal debris or no excessive fluid were found. Reported event was not confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately eight years post-implantation due to failed metal on metal hip causing pain and metallosis. During the revision procedure, it was noted that there was little ingrowth of the acetabular shell. No other complications were noted during the revision. Attempts have been made and additional information on the reported event is unavailable.